Event description:
It was reported that the rod came off from the inserter during seating at a mini-invasive spinal procedure. It was also reported that the latch of the inserter might not be fully pulled to lock the rod therefore the rod was not firmly set in the inserter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Lot # is unknown. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. With the limited device information, device history records review could not be conducted at this time.